Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked from the y-site (clearlink) nearest to the patient on the primary tubing; there was a small crack in the y-site. The issue occurred during patient infusion with doxorubicin. Approximately less than 10ml of the chemotherapy drug was infused and 16-20 ml of normal saline was used to flush the line. The infusion was stopped and another chemotherapy bag was prepared to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.